Event description:
I have used a dexcom continuous glucose monitoring system (cgms) since 2011. I had no problems with the "seven" cgms, but started using the "g4" cgms over a year ago. The g4 transmitter is much thicker than the seven, and causes the sensor casing to dig into my skin. It causes wounds, scarring, and infections. I spoke to dexcom a little less than a year ago. The 1st guy I spoke to basically told me what I was describing wasn't possible. I sent pictures to a 2nd guy, who basically said, "wow. You're right." He then gave me instructions on how best to wear the dexcom. A week later, I emailed him to tell him that helped a little but did not solve the problem. I have never heard back. Every week I get a new wound. The g4 transmitter is about twice as thick as the seven, and I have asked dexcom to attempt to make their next model's transmitter thin again, so this does not happen. (The transmitter causes the sensors to dig into my skin.)